Event description:
The customer complaints blood leak during the treatment. There was no blood loss. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of the event cannot be determined.